Manufacturer narrative:
The device was not returned for analysis. Two sterile unused devices were returned. No issues or anomalies were noted druid return analysis of the two sterile unused devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the connection port was not fully connected/tightened; thus resulting in the reported difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported loose or intermittent connection and the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6- medical device problem code 1667 was removed and code 1371 was added.

Event description:
It was reported that during the procedure, the 20/30 priority pack indeflator would not seal and would not inflate or deflate the device that was being used at the time of the procedure. When attempting to deflate, the indeflator sucked in bubbles; the stopcock was replaced trying to be fixed; however, that was not the issue. A new indeflator was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event estimated.